Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump was alarming. Customer's blood glucose is 140 mg/dl. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The device alarmed shortly after inserting a new battery. Customer was advised the device experienced an unexpected restart. The device history recorded the alarms. Customer was advised the device needs to be replaced since this is the second occurrence of the alarm. Nothing further reported.